Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 80% stenosed lesion in the left anterior descending (lad) artery. A 4.0x8mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated 3 times to 12, 14 and 14 atmospheres (atm). The balloon fully deflated after the last inflation; however, it was difficult to pull back into the 6f guide catheter after post-dilatation of the stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.